Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 reports of cracked fluid reservoir was revealed. Physical inspection revealed cracked tank cover, wear and tear damage to plate clip, line cord drain fitting, enclosure and front cover. This is believed to be related to customer damage and events during usage with trauma. Action was taken to replaced water tank cover due to leaks. Replaced drain fitting, enclosure, front cover, plate clip, line cord, reflux plug, and switch label due to visual damage.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the fluid reservoir on the level 1 hotline low flow system (hl-90) was cracked. No patient injury or complications were reported in relation to this event.